Event description:
It was reported to philips healthcare that the heartstart xl + failed to detect electrode during opcheck advising the therapy board may be "broken down". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.